Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. This product has no 510k number as product isn't sold in the us. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
During the use of the product, the male connector got detached from the silicon rubber tube. No patient injury.

Manufacturer narrative:
Other text: additional information is provided in d.10., h.2., h.3., and h.6. One device was returned for investigation. A visual examination was performed, but no abnormalities were found. We also checked the connection between the silicone tube and the connector, but there was no looseness or easy disconnection. The product meets specifications. The root cause for this event is unknown. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.